Event description:
Manifold was found to have a leak at one of the valves. Before the case started the cath lab team noticed a leak in the manifold. The manifold was disconnected and thrown away. A new manifold was opened and the case proceeded without incident. No harm to the patient.